Manufacturer narrative:
(B)(6). This report is for an unknown activation screwdriver/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maxillary distraction surgery, the surgeon applied distractors and when he was screwing it to the bone with the activation screwdriver the distractor bent. The surgeon then had to remove distractor and replace distractor body with a new one. Delay in surgery was twenty to thirty (20-30) minutes. The surgery was successfully completed. This report is for an unknown activation screwdriver. This is report 2 of 2 for com-129579.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number -- two (2) possible lot numbers: 7859366 or 7987696. Manufacturing date: lot # 7859366 -- january 26, 2015; lot # 7987696 -- july 21, 2015. DHR review ¿ DHR review for part#314.404 lot#7859366. Release to warehouse date: january 26, 2015. Supplier-avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. DHR review ¿ DHR review for part#314.404 lot#7987696. Release to warehouse date: july 21, 2015. Supplier- avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.